Event description:
It was reported that a user of the ilet experienced hyperglycemia with a blood glucose of 331 mg/dl shortly after eating dinner and consuming an alcoholic beverage, with no symptoms reported and follow-up planned within an hour. Symptoms included no reported clinical effects. Outcomes included no reported impact such as hospitalization, medical intervention, or functional limitation. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and no device component issue was observed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.